Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that bone screws,cross-pin,self-t,1.7x18mm was alleged of issue s-67 (contamination of the device) could be confirmed. Based on investigation, the root cause was attributed to an alleged manufacturing related issue. There was no failure as such but unfortunately a hair must have gotten into the first blister. The blister was returned open though. The device inspection revealed the following: the outer carton as well as the first blister had been returned open. A hair was found within the first blister. Unfortunately the blister had been opened, so that we can not clearly determine if this really has happened during the packing process. Nefertheless the second blister (containing the screw holder inclusive screw) is still original sealed, therefore the seal barrier as such was still fully intact though. Note that these articles had been gamma sterilized, so there was never any risk, especially as the inner blister was still sealed. Not that product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Hair in the package. Dr. Used spare.

Event description:
Hair in the package. Dr. Used spare.